Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 181 mg/dl. Standard troubleshooting was performed. It was discovered that the insulin pump's battery cap was damaged. The customer was advised to change his battery then revert to a back up plan if the display did not return. The customer was sent a new battery cap. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).